Manufacturer narrative:
UDI not available at the time of filing. Device manufacture date is not available at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be reproduced. Systems checkout was performed and system was functioning as intended. No parts were replaced.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and extended the surgery by 30-minutes. It was reported that the surgeon felt inaccurate by 5-10mm with a screw. The screw model was showing up on the system 5-10mm above its physical location. The surgeon confirmed they has the right screws and driver added in the software. The issue occurred near the end of the case and the surgeon used a fluoroscopic shot to confirm the screw placements. All the screws were well placed with no impact to the patient.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.